Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line was properly primed and no patient extension lines were being used. The patient did not disconnect any time prior to the alarm and all of the bags were properly connected. The technical service representative (tsr) had the home patient (hp) check the lines and bags and found that the unused supply line clamp was open. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp cycled the power off and on to clear the system error 2240 and the following system error 2367 while ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The caregiver (cg) would notify the peritoneal dialysis registered nurse (rn) of missed therapy as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.